Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 2 was triggering recoverable faults. The customer had undocked and was attempting to move the arm out of the way when they called in. They had an error on arm 2 but were not able to recover it. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted and the tse had them push against the arm brakes to move the arm. They brought another arm in in its place and disabled the arm. They are continuing with the case. The tse reviewed the logs and found error 25742 pointing to the port clutch button on universal surgical manipulator (usm) 2. The tse asked if the button may have been pressed against something and they said yes. The clinical sales representative (csr) will restart system after case and check the port clutch button on arm 2. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) investigation has been completed. The fse went on site to further troubleshoot the reported issue. The fse powered on the system and was able to reproduce the problem. The fse replaced usm2 due to recoverable error 25742 that would not clear. System tested and ready for use. The unit has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The unit was returned for failure analysis and reported error 25742 pointing to port clutch button was confirmed/replicated. The unit was test on an in-house system and triggered error 25742 at startup.